Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A separate problem report will be filed for the nrg needle.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure indicated for a case of paroxysmal atrial fibrillation, a versacross access solution kit and a nrg rf needle were selected for use. The physician got placement in fossa and attempted to cross septum with versacross rf wire three times. Then, increased to two seconds constant however was still unable to cross transeptal. Hence, transeptal was obtained using a nrg transseptal needle and torflex sheath but later a pericardial effusion was discovered and required a pericardiocentesis. The procedure was cancelled. The nrg needle and versacross return are expected. In the physician opinion, since he could not cross with versacross and changed to nrg first time to cross septum and pe developed, he felt the nrg may have contributed to the adverse event.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure indicated for a case of paroxysmal atrial fibrillation, a versacross access solution kit and a nrg rf needle were selected for use. The physician got placement in fossa and attempted to cross septum with versacross rf wire three times. Then, increased to two seconds constant however was still unable to cross transeptal. Hence, transeptal was obtained using a nrg transseptal needle and torflex sheath but later a pericardial effusion was discovered and required a pericardiocentesis. The procedure was cancelled. The nrg needle and versacross return are expected. In the physician opinion, since he could not cross with versacross and changed to nrg first time to cross septum and pe developed, he felt the nrg may have contributed to the adverse event. It was further confirmed fluoroscopy and ice were used for visualization. It was attempted to cross with versacross four times, the versacross rf wire was protruding out of the dilator when attempting to cross and slight forward pressure was applied upon fourth attempt to cross. Tenting was seen mid anterior on the fossa. No malfunction was noted on the versacross only that it was unable to obtain crossing with application of rf. Physician felt that somehow it could have contributed to the patient's tamponade because it could not cross multiple times. Act was therapeutic.

Manufacturer narrative:
Due to additional information received, the initial MDR was updated in the blocks b5 (describe event or problem), f10 and h6 (patient codes). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure indicated for a case of paroxysmal atrial fibrillation, a versacross access solution kit and a nrg rf needle were selected for use. The physician got placement in fossa and attempted to cross septum with versacross rf wire three times. Then, increased to two seconds constant however was still unable to cross transeptal. Hence, transeptal was obtained using a nrg transseptal needle and torflex sheath but later a pericardial effusion was discovered and required a pericardiocentesis. The procedure was cancelled. The nrg needle and versacross return are expected. In the physician opinion, since he could not cross with versacross and changed to nrg first time to cross septum and pe developed, he felt the nrg may have contributed to the adverse event. It was further confirmed fluoroscopy and ice were used for visualization. It was attempted to cross with versacross four times, the versacross rf wire was protruding out of the dilator when attempting to cross and slight forward pressure was applied upon fourth attempt to cross. Tenting was seen mid anterior on the fossa. No malfunction was noted on the versacross only that it was unable to obtain crossing with application of rf. Physician felt that somehow it could have contributed to the patient's tamponade because it could not cross multiple times. Act was therapeutic. The product has returned for analysis.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire failed visual inspection; there were kinks found along the length of rf wire and charring on tip was visible, revealing that radio frequency was applied number of times during the procedure. Next, the device passed all the device specifications requirements on the dimensional tests for distal/proximal outer diameters, tip length and tip and heat shrink gap. Additionally, the rf wire successfully passed the continuity check. There was difficult inserting the rf wire through the dilator due to the kinks presented on the rf wire. Finally, a pressure test was performed using returned rf wire, and the radio frequency was delivered successfully, crossing the tissue. Based on the information available, the reported allegation of failure to cross was not confirmed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.